Manufacturer narrative:
One vial of test strip lot 304971-11 containing 5 test strips was received for investigation. Test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Relevant retention test strips (lot 304971) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The returned customer material and retention material comply with the specification. This event occurred in (B)(6). Occupation - occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 4.3 inr and the result from the laboratory was 2.8 inr. The reagent used was not known. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr , qc 2: 3.1 inr , qc 3: 3.0 inr . The maximum difference between measurements was 3%. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.